Manufacturer narrative:
One (1) "used" 3mm oval bur, long carbide was returned to conmed for evaluation on 18-oct-2016. Visual inspection of the returned bur found the bur head was detached from the shaft and verified the reported problem. Examination of the bur shank under magnification by the engineer found that the most probable cause of the bur head separated from the shank was due to failure of the brazed joint. An investigation was opened to determine the root cause and to address this issue. This lot with the unique identifier (B)(4) was manufactured on 31-may-2016. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to the reported bur head breakage. Of the lot containing (B)(4) units, there were no other similar complaints received for this item and lot number combination. In addition, a 2-year review of product history for this device shows there have been no other complaints received. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. This is an isolated incident. To date, there have been no serious injuries or death related to the reported breakage or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions and warnings: direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blades or burs should be examined for damage and replaced if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can caused damage to the device including permanent deformation, shedding of metal(wear), motor seizure, and overheating. Always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur.

Event description:
The user facility reported that during use of the 3mm round bur, long carbide in an arthroscopy procedure, the "cutting portion came off" the shank of the bur. The cutting portion was not in the body of the patient; however, the location of the broken portion is unknown. Using a back-up bur, the procedure was otherwise completed with no further complications, surgical delay or patient injury. Despite the good faith efforts to obtain additional patient/event information, to date, no additional information can be obtained in regards to the date of event, type of procedure, and/or patient demographic information. This report is filed on the basis of potential injury with recurrence.